Event description:
Case description: investigation result: name: novopen 4; batch: lvg5e91. The dose accuracy was measured by weighing using a random cartridge.the product was found to be normal. The results were found to comply with specifications.during examination of the product, no irregularities related to the complaint were detected.a visual examination of the returned product was performed.the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge.foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it is a result of accidental damage during use of the device.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Since last submission the case has been updated with the following. -investigation results updated. -device tab: is non-reportable updated to no. -EU/ca tab: expected date of follow up removed and final report was ticked. -device addendum: annex b c d g codes updated. -narrative updated accordingly. Final manufacturer's comment: (B)(6) 2026: the suspected novopen 4 device was returned to novo nordisk for assessment. Initial inspection revealed the presence of foreign dry matter observed on internal or external pen parts. The device's mechanical functionality was tested and found to be within specification, with no anomalies observed. The product was therefore deemed compliant with all relevant standards. The dust and foreign matter identified were attributed to accidental damage incurred during use, and do not affect the device's mechanical operation. However, should the accumulation of dust increase, there is a risk that the piston rod could become obstructed, potentially causing the pen to malfunction. In such cases, it is recommended to use a spare pen; if a spare is unavailable, the patient may be at risk of hyperglycaemia. Based on the information available, the root cause of the reported hyperglycaemia is incorrect handling of the device. H3 continued: evaluation summary. Name: novopen 4; batch: lvg5e91. The dose accuracy was measured by weighing using a random cartridge.the product was found to be normal. The results were found to comply with specifications.during examination of the product, no irregularities related to the complaint were detected.a visual examination of the returned product was performed.the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge.foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it is a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] pen's dose button is stiffed [device mechanical issue] suffered from peripheral nerve problems [neuropathy peripheral] case description: study ID: (B)(4). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 154 cm. Patient's weight: 50 kg. Patient's bmi: 21.08281330. This serious solicited report from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date , "hepatomegaly(hepatomegaly)" with an unspecified onset date , "pen's dose button is stiffed(device mechanical jam)" with an unspecified onset date , "suffered from peripheral nerve problems(peripheral neuropathy)" with an unspecified onset date and concerned a 13 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart 100 u/ml) (dose: unk (doses vary according to meals intake),) from unknown start date and ongoing for "drug use for unknown indication", , tresiba penfill (insulin degludec 100 u/ml) from unknown start date and ongoing for "drug use for unknown indication", dosage regimens: novopen 4: novorapid penfill: tresiba penfill: current condition: diabetes type 1 (for 4 years). Concomitant medications included - omegapress(desmopressin acetate), limitless omega 3, limitless women, osteocare, limitless b complex were non-codable. Treatment medications included - milga(benfotiamine, cyanocobalamin, pyridoxine hydrochloride), another type of vitamins instead of milga (not specified) on an unknown date the pen's dose button was stiffed and patient suffered from hyperglycemia because of issue with her np4. It was also reported that patient used fixed doses but doses were unsuitable to her carbohydrate intake which led to hyperglycemia and hepatomegaly but later doses were not fixed and took doses according to meals intake. It was reported that hyperglycemia was due to fixed doses, pen issue and uncontrolled meals intake and hepatomegaly was reported to be due to the event happened as the patient always suffering from hyperglycemia (as a result of hyperglycemia). The patient suffered from peripheral nerve problems, and patient used vitamins (milga)started: from 2 years and ended after using another type of vitamins because milga was not effective with patient and causality was reported as patient did not use an effective type of vitamins last fbg (fasting blood glucose) (blood glucose) on the day of reporting was 50 mg/dl before breakfast and ppbgl (postprandial blood glucose) (blood glucose) the day before after dinner was 64 mg/dl. Patient reported that she administers insulin correctly. The injection was given in the outer muscle of the thigh and the upper arm, and she also measures approximately four fingers away from the umbilical region before injecting into the abdomen. The patient attached the needle to the pen in 180-degree angle. The patient stores the insulin inside the fridge in bottom shelf of the refrigerator, specifically in the vegetable compartment, and removes it approximately 10 minutes before administering the dose. The patient didn't change from any novopen to current novopen 4. Batch numbers: novopen 4: lvg5e91 novorapid penfill: pr71ce8; tresiba penfill: rs6nb73; action taken to novorapid penfill was not reported. Action taken to tresiba penfill was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not recovered. The outcome for the event "hepatomegaly(hepatomegaly)" was not recovered. The outcome for the event "pen's dose button is stiffed(device mechanical jam)" was not recovered. The outcome for the event "suffered from peripheral nerve problems(peripheral neuropathy)" was recovered. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia) : possible hepatomegaly(hepatomegaly) : unknown pen's dose button is stiffed(device mechanical jam) : unknown suffered from peripheral nerve problems(peripheral neuropathy) : unknown company's causality (novopen 4) - hyperglycemia(hyperglycemia) : possible hepatomegaly(hepatomegaly) : unlikely pen's dose button is stiffed(device mechanical jam) : possible suffered from peripheral nerve problems(peripheral neuropathy) : possible reporter's causality (novorapid penfill) - hyperglycemia(hyperglycemia) : unlikely hepatomegaly(hepatomegaly) : unlikely pen's dose button is stiffed(device mechanical jam) : unknown suffered from peripheral nerve problems(peripheral neuropathy) : unlikely company's causality (novorapid penfill) - hyperglycemia(hyperglycemia) : possible hepatomegaly(hepatomegaly) : unlikely pen's dose button is stiffed(device mechanical jam) : possible suffered from peripheral nerve problems(peripheral neuropathy) : possible reporter's causality (tresiba penfill) - hyperglycemia(hyperglycemia) : unlikely hepatomegaly(hepatomegaly) : unlikely pen's dose button is stiffed(device mechanical jam) : unknown suffered from peripheral nerve problems(peripheral neuropathy) : unlikely company's causality (tresiba penfill) - hyperglycemia(hyperglycemia) : possible hepatomegaly(hepatomegaly) : unlikely pen's dose button is stiffed(device mechanical jam) : possible suffered from peripheral nerve problems(peripheral neuropathy) : possible event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Company comment: hepatomegaly is assessed as unlisted event; hyperglycaemia and peripheral neuropathy are assessed as listed event according to the novo nordisk current ccds in novorapid penfill and tresiba penfill. Patient's underlying medical condition of type 1 diabetes mellitus is a significant contributing factor for the development of hyperglycaemia and hepatomegaly as a chronic complication. The suspected faulty device novopen 4 has not been returned to novo nordisk for evaluation. No conclusions reached on device functionality. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill and tresiba penfill. Reporter comment: treatment medications included - milga(benfotiamine, cyanocobalamin, pyridoxine hydrochloride), another type of vitamins instead of milga (not specified) h3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.